Manufacturer narrative:
(B)(4). The xience sierra is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The bmw guide wire is being filed under a separate manufacturer report number.

Event description:
It was reported that the procedure was to treat a lesion in the posterior lateral branch of the circumflex using a balance middleweight (bmw) guide wire and a 3.50 x 15 mm xience sierra stent delivery system (sds). Reportedly, the sds was advanced to the lesion, crossed and the stent implant was successfully deployed at 16 atmospheres (atm). The sds was removed from the anatomy. During removal of the bmw guide wire, the guide wire caught on the stent implant, crumpled it and it moved to the common arterial trunk. At this point it was observed that the patient had a thrombus on the common arterial trunk and no treatment was performed for the thrombus. Additionally, the patient suffered a cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. The bmw guide wire with the crumpled stent implant still on it was advanced back to the target lesion and a non-abbott stent was successfully deployed to crush the xience sierra stent implant against the vessel wall in the target lesion. No additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of thrombosis and cardiac arrest are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the guide wire interacted with the implanted xience sierra stent causing the reported device damage by another device and subsequent material deformation (mangled) with the patient effects of device embedded, cardiac arrest, thrombosis, and additional therapy/non-surgical treatment (percutaneous transluminal intervention (pti) and cardiopulmonary resuscitation (CPR). There is no indication of a product quality issue with respect to manufacture, design or labeling.